Manufacturer narrative:
Part number: correct part number: 100/517/080, wrong part number: 100/517/070.

Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that the cuff deflated to a smiths medical portex® cuffed blue line ultra® tracheostomy tube upon insertion into a patient. Tube replacement was required. There were no reported adverse effects.

Manufacturer narrative:
One vocalaid 8.00mm tracheostomy tube was received for analysis in used condition. The customer's reported problem was "only when the product was inserted into a patient, it deflated". The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff and pilot tube and submerged under water in order to detect any leaks. No leaks were detected. The cuff didn't deflate during one hour that it was inflated. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The reported problem was not confirmed.